Event description:
Through review of medical article "redo mitral valve replacement using valve-on-valve technique in a patient with severe posterior mitral annular calcification" authors doctor adil h al kindi et all, the following event was identified as pertaining to an edwards device. A patient with an unknown model mitral valve underwent a re-do mvr after an approximate implant duration of 8 years due to extensive calcific degeneration leading to stiff leaflets causing severe stenosis. The patient presented with progressive shortness of breath. This has progressed to nyha class IV symptoms. A 25mm non-edwards mechanical valve was implanted. The patient had a successful surgery with no intraoperative or postoperative complications.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.